Event description:
(B)(4). Provider states the actuator is just making a clicking noise. Provider states no function. Provider states that he found the lift at the nurses station of the facility and was told to repair it, therefore no additional information provided.

Manufacturer narrative:
Additional information will be added as it becomes available.